Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised of the possible alarm and causes. The customer was advised to check contacts on battery cap for damage. The customer stated that the contacts are not missing or damaged. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer will call back to troubleshoot.